Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin I (tni) results. The customer reported all other samples running normally. The quality controls (qc) was in range on the day of event. Siemens is investigating this issue.

Event description:
A discordant, falsely high troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an advia centaur xp instrument, and recovered lower. The customer performed a dilution study with the sample, and the result closely matched with the initial result obtained on the dimension exl with lm instrument. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high tni result.

Manufacturer narrative:
The initial MDR 2517506-2017-00502 was filed on may 25, 2017. Additional information (05/26/2017): the repeat result obtained from advia centaur xp was reported to the physician(s). A valid result was not obtained on the dimension exl instrument. The customer attributed the error to sample interference on the dimension exl assay methodology. Additional information : MDR 2517506-2017-00458 was filed for the same event.